Event description:
The pump contained lioresal. The pump and catheter were explanted; the reason for the device removal was reported as "therapy-related" and "other."

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found; normal device function. Final device analysis of the catheter (B)(4) revealed no significant anomalies. The returned catheter included: 40 degree pump connector + 34.3 cm proximal segment; 6.5 cm distal segment to distal tip. Segments from 4 different catheters were returned for analysis. All returned products were analyzed, but there was no way of knowing which catheter was originally implanted with the returned pump. The unk catheter segments included: 16.7 cm distal segment to distal tip; 25 cm distal segment to distal tip; 16.8 cm distal segment to distal tip. The cross-sectional view of the proximal end of the segment indicated the catheter was compressed at this point and eventually broke.